Manufacturer narrative:
Device evaluation: accordingly, we would like to give a summary of our results regarding the reported issue. During the manufacturer's technical inspection of the returned device, the error description provided by the customer, "periodic disappearance of the image" could not be confirmed. No issues were found indicating any failure regarding the reported issue. It is therefore determined that a periphery device is the cause of the issue reported by the customer. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: periodic disappearance of the image on monitors into a purple color, periodic and chaotic change in the brightness of the operating field.